Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned for analysis. Outer insulation breached by degradation was noted at 4.4 cm. 4.5 cm, 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.